Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with false pause episodes observed on the implantable cardiac monitor. Upon review of the stored electrocardiograms, false pause episodes were confirmed. The false pause episodes were a result of poor sensing possibly due to loss of contact in the pocket. No additional information was reported.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information on (B)(4)18 stated the device was explanted and replaced due to undersensing. The patient was in stable condition.